Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion with no calcification was located in the moderately tortuous left anterior descending artery. An unknown stent was deployed. The 2.5x12mm quantum maverick monorail balloon was used for post dilatation. On the first inflation of five seconds the balloon ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is "no problem" with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context due to the performance of the device was being limited by interaction with other devices, interaction with patient anatomy or other procedural factors.